Event description:
The surgeon reported that a crystalens (at-50ao) iol was inserted upside down. The surgeon widened the incision and cut the lens in half to remove it. The surgeon then implanted a back up iol with no problems. Sutures were used to close the incision. Provisc and the ci-28 injector were used. No other info is currently available. Please reference MDR#: 2031924-2011-00169 for delivery device.

Manufacturer narrative:
The lens has been requested but has not been received by bausch and lomb. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.